Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose was 90 mg/dl. Customer stated that she was getting 2-3 days of battery life before receiving the battery alarms and problem was reoccurring. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.